Event description:
3m ECG pads physically dry, poor signal conduction for ECG. Pads were removed from a sealed package. Delayed start time for cardiovascular operating room. Actual pads not saved. Picture is representation for the product, both from the same box with the same lot #. Manufacturer response for ECG pad, (brand not provided) (per site reporter). Will watch.